Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
1/27/2021: resubmitting this MDR as part of an internal audit where an acknowledgement 1 was received, but a passing acknowledgement 3 could not be located. A u.s. Distributor contacted zoll to report that a patient had a blister on her back caused by the lifevest. The patient's sister used an antibiotic on the blister. It was reported that the sore was the size of the right ECG electrode and was open. The patient's family decided to remove the lifevest because patient was diabetic and reportedly not coherent. Follow-up indicated that the patient had passed away while not wearing the lifevest. There is no indication or allegation to suggest that the lifevest caused or contributed to the patient's death.